Event description:
The customer reported that the clear insulation became damaged during the case. Nothing disengaged and nothing fell into the pt cavity. There was no pt injury. Initial inspection at the MFR discovered that a portion of the clear insulation was missing from the device.

Manufacturer narrative:
(B)(4). One lf5544 device was returned for eval. The clear insulation was damaged and a piece was missing. The instructions for use (IFU) states carefully insert and withdraw instrument from cannulae to avoid possible damage to the devices and/or injury to the pt. Use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Trocar cannulae with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Injury has rarely been reported with these complaints.